Manufacturer narrative:
Medical device expiration date: unknown. Device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 2 bd phaseal¿ optima connectors (c35-o) leaked while connected to the pump. The following information was provided by the initial reporter: "I had a leaking problem with two of the (c35-o) connectors today on the same 5fu pump."

Event description:
It was reported that 2 bd phaseal¿ optima connectors (c35-o) leaked while connected to the pump. The following information was provided by the initial reporter: "I had a leaking problem with two of the (c35-o) connectors today on the same 5fu pump."

Manufacturer narrative:
H6: investigation summary no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. H3 other text : see h10.